Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed intermittent far field r wave over-sensing. Additional information was received the patient is de ceased from an unrelated cause. The lead remained in use until the time of death and there were no patient complications as a result of the over-sensing. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.